Manufacturer narrative:
The reported event was addressed with phone support. The site replaced the drape, and it was recognized on the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted the technical service engineer (tse) indicating that two instrument arm drapes from the same lot 26asa301 did not register, and that a third instrument arm drape from a different lot was installed and was recognized without issue. Tse verified that sensors were functioning properly by reviewing the da vinci system in the remote diagnostic tool and confirmed there were no associated errors. No additional troubleshooting was performed after the successful recognition of the third drape. The procedure was completing as planned with no reported injury.